Event description:
It is reported that the device was implanted in 1997. The device was revised in 2005, due to a broken tibia baseplate.

Event description:
The device was implanted in 1997. The device was revised in 2005, due to a broken tibia baseplate.